Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
As reported by our (B)(4) affiliate, a left ventricle perforation was found after post dilating the 23mm sapien xt valve. The patient passed away. The xt valve landed in a 60:40 aortic/ventricular position. After post dilating the valve, the patient became hypotensive. Her bp went down to 50/30 mmhg. Transesophageal echocardiogram showed a pericardial tamponade. The physician attempted a pericardiocentesis and 400cc of blood was removed with a slight improvement in hemodynamics to 70/30 mmhg. A pericardial window was performed and a significant amount of blood was retrieved. Wire perforation was suspected. The patient was put on femoro-femoral va-ECMO, but was unable to maintain full hemodynamics. So full cardiopulmonary bypass with a heart lung machine was initiated through a median sternotomy. A small perforation was found at the left ventricle wall, close to the left atrial appendage. Multiple 4-0 and 3-0 interrupted sutures were placed at the perforation site along with bioglue and a floseal application. There were new perforation sites discovered after each successful repair. After multiple attempts to repair the perforations, the procedure was stopped. The patient passed away after the procedure, the cause of death was thought to be related to lvot perforation. The lv was opened to identify the exact location of the perforation. There is no wire perforation, instead a perforation was found below the valve between the left and the right coronary cusp at the anterior free wall. Likely the lower strut of valve implantation hit into part of lvot causing the injury into the lv then free wall perforation afterwards. The aortic annulus measured 17.8 x 21.4 mm by CT with severe leaflet calcification and moderate aortic root calcification. The aortic annulus area measured 306 mm².

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. Cine mages of the procedure were provided to edwards by the facility for internal review. The images were reviewed by an edwards lifesciences physician proctor and the following observations were made: calcium in left ventricle outflow track (lvot), non-coronary cusp (ncc) calcium, cad, mitral valve leaflet calcium present. Prior to bav, no curve noted on guidewire, wire not in the apex. Wire and delivery system tip against lv free wall below atrio-ventricular junction. Implant imaging demonstrates good co-axiality. No recording of implant with inflation. Valve lands in good position 70:30 aortic/ventricular for sapien xt. Impression/observation: angiography imaging demonstrates wire and delivery system (ds) tip against lv free wall during xt deployment. Based on mitral valve calcification, the tip of delivery system is pushing on the circumflex artery below the left atrial appendage. Unprotected ds tip may be have caused a hematoma and sub sequential perforation in the lv at the level of the junction between the left atrium and left ventricle. No other reasons of perforations can be found in the images provided. The edwards lifesciences fundamental course on sapien xt recommends to use that the extra stiff wire with custom made distal curve should be sitting in the apex of the lv to avoid/reduce lv damage. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. Cine mages of the procedure were provided to edwards by the facility for internal review. The images were reviewed by an edwards lifesciences physician proctor and the following observations were made: calcium in left ventricle outflow track (lvot), non-coronary cusp (ncc) calcium, cad, mitral valve leaflet calcium present. Prior to bav, no curve noted on guidewire, wire not in the apex. The guide-wire was the past cardiac silhouette. The wire was observed clearly perforating the apex prior to valve deployment. Implant imaging demonstrates good co-axiality. No recording of implant with inflation. Valve lands in good position 70:30 aortic/ventricular for sapien xt. Impression/observation: angiography imaging demonstrates wire perforation through apex at the beginning of case. The event was a result of not protecting the wire with a curve. No dissection observed on imaging. Event likely related to ventricular perforation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.